Event description:
Event description cpi received information that at a follow-up examination, this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated. The ICD was replaced.